Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include positioning of the patient is essential , additionally be careful to avoid touching other areas of the eye when inserting the tip. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Streamline - pt moved, one click caused bleeding, dr was able to repressurize - used atropine.